Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a reduction of outflow graft lumen was observed in proximity of the hm3 pump outlet from CT scan images and no signs of hemolysis were observed. The patient was experiencing a small reduction of flow from about 4.8 liters per minute (lpm) to 4 lpm and experienced a slightly increased sense of fatigue. Physicians supposed an accumulation of jelly material between the outflow graft and bend relief and inserted a stent in the graft to restore the normal diameter of the outflow graft lumen. The obstruction in the outflow graft cleared.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a reduction of the outflow graft lumen could not be confirmed as no images were submitted and heartmate 3 lvas, serial number (B)(6), is not available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation. Multiple requests for CT images were issued to the customer; however, it was reported that they were unable to provide them due to a technical problem. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU rev. B, section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a reduction of the outflow graft lumen could not be confirmed as no images were submitted and heartmate 3 lvas, serial number (B)(6) , is not available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that a CT scan image revealed a reduction of the outflow graft lumen in proximity of the heartmate 3 pump outlet. No signs of hemolysis were observed, and no alarms were reported. It was noted that there was a little reduction of pump flow from about 4.8 lpm to about 4.0 lpm. The patient also had a slightly increased sense of fatigue. The physicians supposed that there was an accumulation of jelly material between the outflow graft and the bend relief, and a stent was inserted in the graft to restore the normal diameter of the outflow graft lumen. It was later reported that the obstruction in the outflow graft cleared. Multiple requests for CT images were issued to the customer; however, it was reported that they were unable to provide them due to a technical problem. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05jun2018. The heartmate 3 lvas IFU section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.